Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician with supplemental information from the nurse in (B)(6) of bacterial peritonitis in a patient who received peritoneal dialysis with dianeal, extraneal and physioneal, therapies. On an unreported date in (B)(6) 2010, the patient experience bacterial peritonitis. It was not reported whether the patient was hospitalized or if remedial treatment was provided. The outcome of the peritonitis was not reported. A causality assessment was not reported.